Event description:
It was reported that the minicap sponge was dry. There was no patient involvement. No additional information is available at this time. This is report 3 of 4.

Manufacturer narrative:
(B)(4). Manufacturing dates: 04/04/2014 ¿ 04/07/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A device from the same lot was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Emission testing was performed on the device and the device was found to meet functional specification requirements. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.